Event description:
It was reported that an ilet user experienced pairing failure between the dexcom g7 sensor and the ilet, and customer support guided the user to toggle the cgm selection between g6 and g7 and start the sensor, after which the user reported the system was working. Symptoms included no alerts or alarms and no clinical symptoms. Outcomes included no clinical impact and no need for medical care. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that the device did not establish communication with the cgm initially and that functionality was restored after configuration adjustments consistent with user interface and setup resolution. It was concluded, based on previously established findings for similar reports, that the cause was user setup error resolved through guidance.